Event description:
The consumer called stating that the leg rest allegedly broke off causing her leg to fall. Minor injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model t420rda, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1110558 rev h (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the leg rest on her t420rda manual wheelchair allegedly broke off causing her leg to fall. The consumer allegedly just had surgery and her falling leg caused 2 sutures to tear. Invacare consumer affairs will be trying to obtain additional information.